Manufacturer narrative:
B5: new information received. Section:2 - report source has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the patient underwent bilateral sinus surgery under nasal endoscopy. During the procedure, additional information received that the blade was completely broken when viewed from the outside.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the patient underwent bilateral sinus surgery under nasal endoscopy. During the procedure, both 0° and 40° drill bits were used alternately. When the 0° drill bit was removed, it broke. There was no fragments/pieces detached from the broken device. The surgery had not yet been completed, and the 0° drill bit could no longer be used. The surgeon requested a replacement for the 0° drill bit, and the procedure continued after it was replaced, resulting in a delay in the patient¿s surgery time. The patient's vital signs remained normal, and no other adverse effects occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.